Event description:
A customer reported that a system message (sm) displayed and the intraocular pressure (iop) control was unable to be used during surgery. The sm cleared due to flowing infusion but occurred again after a few seconds. The procedure was completed without iop control and no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).